Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03097. The patient received 2 scs leads with different lot numbers. It was reported the patient experiences numbness in his left leg while using system stimulation. It was also reported the numbness has caused the patient to fall and subsequently the patient has experienced concussions. At this time, the patient has declined reprogramming.